Event description:
It was reported that the patient underwent paddle lead and implantable pulse generator (ipg) explant procedure due to an unknown reason. The patient was doing well postoperatively. No further information could be obtained.